Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7070924.

Event description:
It was reported that the patient was experiencing changes in stimulation pattern due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.